Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they need to meet with a manufacturer representative (rep) to check on the implant as they had been having a lot of problems with their back on their left side. Patient said they kept turning the stimulation up and up. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided national answering service (nas) number for healthcare provider office to call. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they was in an accident a couple years ago and the neurologist seems to think the stimulator might be faulty. Patient states not helping like it was and not helping at all on the left side. Agent asked when this all started and patient states on (B)(6) 2023. Patient mentioned they got rear ended in a hit and run type injury and went to the hospital and ambulance and all that kind of stuff. The patient was redirected to their healthcare provider to further address the issue. Patient has tried different groups but was since told to not change from c. Agent reviewed longevity to the patient as well as advised the unit needs to be looked at and adjusted to see if there is any issues and or a possible adjustment. The issue was not resolved through troubleshooting. Additional information was received, it was reported that the lower back, feet, left leg, and right was using 70% daily. Their ins was turned up .10-42 causing right leg to buzz. The patient noted that after the auto accident on (B)(6) 2023 their pain had gotten worse. The issue was not resolved. Additional information was received from the patient stating the implantable neurostimulator (ins) is not helping the small of back, center, and left side, left leg/knee/foot. Right lower leg/foot. It's also loosing the settings modified by the manufacturer re presentative (rep). The issue was not resolved.